Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the asymptomatic patient presented in via merlin.net remote alert transmission with a device with post sensed t wave oversensing. The patient had received inappropriate atp therapy. Technical services discussed changing the post sensed threshold start and post sensed decay delay. An induction test was recommended to decrease the sensitivity settings.